Manufacturer narrative:
(B)(4). Visual evaluation of the returned rx cytology brush revealed no physical defects. A functional analysis was performed and found that the brush was not able to extend or retract when the handle was actuated. The handle was disassembled and it revealed that the pull wire was broken at the proximal section (distal end of the handle cannula) and it was also noticed that a kink was found in the same location. It is most likely that the pull wire being kinked at the distal end of the handle cannula could have caused difficulty to extend/ retract the brush. Due to excessive manipulation of the device, it would cause the pull wire to break. Based on all gathered information, the most probable cause of this complaint is ¿manufacturing process design¿, since it is most likely that design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the brush was tried to retract inside the catheter after scraping cytology was performed, the device failed to retract and it was removed from the scope channel. The procedure was completed with this device. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; wire broke.